Event description:
Case description: spontaneous report was received on 07-mar-2012 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history is significant for chondrocalcinosis treated with non-steroidal anti-inflammatory drugs when needed, left hip prosthesis placement on (B)(6) 2011 and gonarthritis. On (B)(6) 2012, the patient initiated synvisc one (hylan g-f 20) injection at a dose of 6 ml in left knee. The lot number of the synvisc one was v1133. On (B)(6) 2012, the patient experienced major effusion (knee). On (B)(6) 2012, arthrocentesis was performed. Synovial fluid analysis revealed that synovial fluid was sterile and it contained pyrophosphate crystals and 7400000 wbc /mm3. The patient underwent articular lavage under local anesthesia and was treated with corticosteroid injection. Relevant concomitant medications were not provided. Synvisc one dose was unchanged. The event of major effusion (knee) was recovered within few days. The intensity for the event of major effusion (knee) was not provided. The reporting physician did not assess the relationship between synvisc one and the event of major effusion (knee). Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.